Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during an infusion set change, and the customer experienced high blood glucose levels, which required an ambulance to be called and was treated on site. The blood glucose reading was 24.0 mmol/l. The caller did not know whether the high blood glucose or sickness came first. The caller complained of dehydration and nausea. Upon troubleshooting, the no delivery alarm was resolved. The caller also reported that the insulin pump alarmed failed battery test, low battery alarm, and low reservoir alarm. Nothing further reported.